Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring beforehand. The malfunction code was identified as malf 12 and was resettable. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process.